Event description:
Device malfunction: none. Symptoms/ae: dissection/occlusion. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post procedure the patient experienced pain in the lower leg. The posterior wall intima of the femoral artery was torn and completely occluded with the flap, preventing any profusion of the lower extremities. The clip was surgically removed from the bifurcation of the femoral artery and a saphenous vein graft was performed to repair the artery.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.